Manufacturer narrative:
One device was received for evaluation. Visual inspection showed the device was in used condition. A functional test was performed, and the reported issue was duplicated. The cause of the reported issue was due to the faulty downstream occlusion (dso) sensor. As a result, the dso sensor and bezel were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a downstream occlusion error, despite no visible occlusion. There was no patient involvement, no patient injury was reported.